Event description:
It was reported that there was a seroma around the pump two weeks after implant. X-ray found the catheter was disconnected from the pump. The fluid was aspirated and sent for testing for infection. Surgery to reconnect the catheter was scheduled for 2008. The type of medication, concentration, and daily dose being administered via the pump were not reported; the MFR's device registration system indicates it is lioresal. Final pt outcome was not reported.

Manufacturer narrative:
.